Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received control pcb has reproduced the described customer issue. Evaluation of the received device logs could confirm the described customer issue and could also show that a technical alarm had been raised. The date of event was derived to (B)(6) 2019. Electrical measurements on the control pcb showed that an integrated circuit (ic) in the control circuit board was faulty. This resulted in that no gas flow was delivered from the inspiratory air valve, the inspiratory oxygen valve is still functional. This caused the unit to fail the functional tests. A failure in delivering a gas flow from the inspiratory gas valve may, depending on what o2 concentration being set, lead to a higher than set amount of oxygen in the gas mixture. This can also cause a lower than set pressure in the patient circuit or that a lower than set volume is delivered to the patient. Appearances of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check the conclusion in this matter is that the reported issue was caused by a malfunctioning ic on the control pcb, which control the inspiratory gas valves.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).